Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that there were microbubbles in the tubing. The thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30579766l) was flushed without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was flushed again and the bubbles were cleared. While ablating, the smartablate generator displayed low and high temperatures and the smartablate generator shut down. The thermocool® smart touch® sf bi-directional navigation catheter was flushed without resolution. The "connector" was replaced without resolution. The "cable from the patient interface unit (piu) to the smartablate" was replaced without resolution. The catheter was replaced with a thermocool® smart touch® sf bi-directional navigation catheter (lot #: unknown) and the issue was resolved. Hours after the procedure was completed, a pericardial effusion was noticed. The caller did not know how the pericardial effusion was discovered or confirmed. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient stayed the night in intensive care unit. The patient¿s condition is unknown. Additional information: the temperature cut-off value was exceeded briefly as it went up and the system shut off. It did not ablate above the cut off. Generator parameters: power control mode. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. Patient outcome of the adverse event was that the patient fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event as the patient stayed an extra day. The patient was on eliquis. A transseptal puncture was performed with a cook transseptal needle 71 cm. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. The event occurred several hours after ablation. Irrigated catheter was used in the event and the flow setting was 15 cc. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster, inc. Equipment during the procedure. Force visualization features: graph, dashboard, vector & visitag with visitag module parameters for stability: 3mm 3 sec 3grams of force 25% of the time tag size 3mm and respiratory gated with tag index. The high temperature issue was assessed as not MDR reportable. Since the generator stopped delivering radio frequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The low temperature issue was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The microbubble issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was low. Since this adverse event was life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure; it is to be considered serious and MDR reportable. Therefore it was assessed as a serious injury under the thermocool® smart touch® sf bi-directional navigation catheter (lot #: unknown).